Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they switched to a new generation of estradiol reagent, estradiol iii. They found that patient values were lower with estradiol iii when compared to results from the previous generation of reagent, estradiol ii. It was determined that there were erroneous results for measurements performed with estradiol iii. The sample was initially tested using the estradiol ii reagent, resulting as 121 pmol/l. The sample was repeated using the estradiol iii reagent, resulting as < 18.35 pmol/l accompanied by a data flag. The sample was repeated a second time using the estradiol iii reagent, resulting as < 18.35 pmol/l accompanied by a data flag. The customer then changed to a new bottle of estradiol iii reagent and this bottle was calibrated. Controls ran after the calibration were good. The sample was repeated with the new estradiol iii reagent bottle and resulted as 73 pmol/l. The results of 121 pmol/l and 73 pmol/l were reported to the physician and the physician agreed that both results are possible for this patient. The patient was not adversely affected. The e411 analyzer serial number was (B)(4). A specific root cause could not be determined as no sample was available for investigation. The patient's treatment with genotropin is unlikely to affect the observed result discrepancy. The initial result with the estradiol iii reagent was not repeatable. Comparison of repetition with the estradiol ii reagent is within expectations.